Event description:
The consumer was sitting on the tub transfer bench while bathing, when the seat of the transfer bench allegedly broke in half. As a result of the incident, the consumer suffered a broken right ankle.